Event description:
A 6 mm diameter x 18 mm length racer stent delivery system was inserted into a pt for the endovascular treatment of a highly stenosed renal artery lesion in 2004. The lesion was not pre-dilated. The pt's iliac vessels were reported to be highly stenosed and tortuous. The renal artery was significantly curved downward. It was reported that difficulty was experienced while crossing the lesion with the guidewire. While attempting to cross the lesion the physician attempted to retract the stent into a 5f balkin sheath when the stent caught on the proximal end of the sheath. The stent dislodged from the balloon and a snare was used to remove the stent from the pt. Another 6 mm diameter x 18 mm diameter racer stent delivery system was advanced through a 6f balkin sheath and while the physician was attempting to cross the lesion the stent was retracted and caught on the tip of the sheath and dislodged from the balloon. A snare was used to remove the stent from the pt and the procedure was aborted (MFR # 2953200-2004-01059). It was reported that the pt returned to the operating room the following day where access to the lesion was obtained through the pt's arm. Another manufacturer's stent was successfully implanted in the renal artery. No additional sequelae were reported and the pt is reported to be fine.